Event description:
It was reported that patient's replacement surgery has been expedited due to seizures the patient was experiencing prior to the replacement date. Patient believes that device is still functional. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's seizures were deemed not to be due to vns, but rather due to a uti related issue. The increased seizures are noted to be below baseline levels. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. Device evaluation is not necessary because the reported event has been determined to be not related to vns no other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be not related to vns. If explanted, give date (mo/day/yr), corrected information, initial MDR inadvertently omitted information known prior to submission.